Manufacturer narrative:
Concomitant medical products: product ID: 37642, product type: programmer. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was reminded to do a check using her patient programmer. The patient said when she did a check, her left showed on/ok however showed a setting she was not expecting. Her setting went from 1.95 to 4.0. She wanted to know if the computer would have caused the change. The patient did not work with the controller to change the settings. The patient said she was not feeling too bad but concerned because her physician did not change her settings at all. The son checked the programmer and it didn¿t seem like anything was wrong and it showed it was at 4.0. The issue was resolved. No response has been received at this time. No further complications were reported/anticipated.